Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to increasing metal ions in bloodstream and corrosion between the neck and fem stem junction.